Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for an implant procedure. During the procedure the right ventricular lead exhibited out of range low pacing impedance. The lead was not implanted and was replaced with a competitor's lead. There were no patient consequences.

Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. Analysis was normal. No anomalies were found.